Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554-53, lead; implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead reported rising thresholds to high levels. The pace/sense portion of the lead was capped and the high voltage coils remain in use. No patient complications have been reported as a result of this event.

Event description:
Additional information was received and reported that infection occurred and the rv lead was explanted.